Event description:
Baxter el salvador reports that a nurse from :hosp rosales" reported that a pt "eah", 33 yrs old, needed to replace the transfer set becasue the occluder feet are broken, and leaks can be observed when the minicap is removed. The reported transfer set was placed on 3/21/06 (less than 2 mos). The pt started apd therapy in 3/2006. Nurse stated that the hosp has switched to chlorhexide instead of yodo povidone for cleaning solution, but incidents still continue. There is no pt injury or medical intervention associated with this incident.